Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device reached elective replacement indicator (eri). Initial analysis showed that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. Moreover, the engineers recommended replacing the device and then return for detailed analysis. The device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. Appropriate term/code not available was used as there was no clinical symptoms observed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device reached elective replacement indicator (eri). Initial analysis showed that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. Moreover, the engineers recommended replacing the device and then return for detailed analysis. The device was surgically explanted. No additional adverse patient effects were reported.